Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w1dr01 pacemaker implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.